Manufacturer narrative:
Resmed is currently in contact with the (B)(4) and is in the process of having the device returned for an engineering investigation. Since the device has not yet been returned, resmed is unable to confirm the complaint or determine the cause of the malfunction at this time. When the device is returned to resmed and the engineering investigation is completed, resmed will provide a f/u MDR report with additional info. There was no pt injury reported for this incident.

Event description:
It was reported to resmed that an s8 autoset device exploded and emitted smoke.